Manufacturer narrative:
Patient received permanent single-cavity ICD implantation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one endeavor sprint drug eluting stent was implanted in the mid rca. Approximately 23 months post index procedure the patient suffered acute inferior myocardial infarction. No action was taken. The event is continuing without further treatment plans. The investigator reported that the event is remotely related to the device and anti platelets.